Event description:
The customer reported to olympus that the duodenovideoscope's forceps had improper raising. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the adhesive part of the plastic cover and the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the evaluation, the reported issue with improper raising of forceps was confirmed. Device examination identified the following issues: forceps elevator wire was completely cut off; there was a gap in the adhesive area between the plastic cover and distal end; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; forceps channel port was shaved; adhesive on the bending section cover; light guide lens had a chip; the following components showed scratches: distal end, connecting tube, objective leans, universal cord protector, universal cord, image guide protector, forceps lever, lock engagement lever, and knob, both directional knobs, switch box, scope cover, scope connector, grip, control unit, the angle wires, and plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the glue got separated by external stress such as hitting. However, a definitive root cause was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ olympus will continue to monitor field performance for this device.